Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blockage alarm sounds multiple times. The fault occurred during infusion. There was known patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H2) correction: b5 updated. H2) device evaluation: h3, h6: one device was returned for review. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log review confirmed that there was a record of the high-pressure alarm occurred when the pump powered on or during pump operation on (B)(6), 2024. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard and it could not confirm the reported problem. The most likely/suspected cause of the issue was a defective dso sensor or cassette product. The manufacturer representative preventively replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
Additional information was provided. There have been no health problems with the patient while the device was in use. When the facility used a different infusion pump, the occlusion alarm apparently stopped. When the same consumables were also used with a different that different infusion pump, there were no blockages.